Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the y-site which resulted in a leak. This issue was further described as, ¿the luer activated valve near roller clamp was not secured to the rest of the tubing. Fluids leaked¿. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H4: the lot was manufactured from august 16, 2022 - august 17, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed that the tubing was separated from the y-site clearlink. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.